Event description:
It was reported that during a video cholecystectomy procedure, rupture of the trocar membrane at the moment to pass the optical, causing continuous leakage. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the was returned with the seals of the universal seal damaged. The device was tested for functionality and a leak was noted due to the ruptured seal. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.